Manufacturer narrative:
The company rep examined the system. The company rep then tested the system. The system met all product specifications. The phaco handpiece also passed product specifications with no nonconformities. There was no sample returned for evaluation and no additional info was provided. Therefore, the root cause of the reported event can be attributed to user error. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Based on the info obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow, and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alter the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The surgeon attributes the event to failure to release the footswitch after hearing occlusion tones. Therefore, the root cause of the reported event can be attributed to user error. (B)(4).

Event description:
A customer reported experiencing occlusion problems during a procedure. The surgeon unaware of the bell sound from the system never took his foot off the foot pedal, resulting in a corneal burn. The case was completed; however, required sutures on the scleral incision. Additional info has been requested.